Event description:
It was reported that during advacement of the guidewire within the microcatheter, the wire broke at the mid section. The guidewire was removed along with the microcatheter without any clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was received in two segments. The fracture was located at approximately 73.2cm from the proximal end. The guidewire outer diameter measurements were found within specification. Scanning electron microscope (sem) analysis of the fracture site revealed that the failure occurred due to a bending overload cross-section reduce region. Information available indicated that while torquing the guidewire during advancement; the guidewire stopped responding. It is probable that procedural factors during advancement and torquing could have limited the guidewire's performance. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that during advancement of the guidewire within the microcatheter, the wire broke at the mid section. The guidewire was removed along with the microcatheter without any clinical consequences to the patient.